Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump excessively alarmed false low predictive alerts. However, the customer's blood glucose reading was 117 mg/dl. Customer's sensor glucose reading at the time of the incident was unknown. Customer also reported a blood glucose range from 22 to 62 mg/dl, while the sensor glucose was 88 mg/dl. Troubleshooting was done. Product is not expected to return.